Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. This rv lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported. Additional information indicated that this rv lead also exhibited high pacing threshold and that dislodgement was confirmed through chest x-ray. This lead will not be returned as this was discarded.